Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an error code 42224 during use, and the cause of the customer reported issue was a faulty printed wiring assembly (pwa). After investigation the results indicated a reportable malfunction due to the error code 42224. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a software error. The customer returned the product for the software error, and during physical inspection it was found that the pump gave an error code 42224. There was unknown patient involvement, and unknown signs or symptoms experienced.